Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. To resolved the issue tse walked customer through short self-test (sst)that passed.

Event description:
It was reported that the 840 ventilator went into safety valve open. The ventilator was not in use on a patient at the time the event occurred.